Event description:
The pt developed pain around the pocket site and down his arm. The pt had a possible allergic reaction to the pacemaker system. The system was explanted on (B)(6) 2011 and not replaced as the pt was deemed intolerant of implanted devices. There are no known complaints associated with the functionality of this device. This device remains at the hospital. Should additional information become available, this file will be updated.